Event description:
It was reported that low rv impedance out of range and undersensing were seen in home monitoring episode. The patient was called for a clinic check-up. All electrical measurements are within normal limits and stable over time, and no other similar episodes have occurred again. The doctor decided to continue monitoring the patient via hm and to request an analysis to investigate the cause of the unusual episode.

Manufacturer narrative:
Combination product: yes. The available data have been analyzed. Episodes 82 and 85 demonstrate rv undersensing, along with one pacing impedance measurement below 200 ohms. At this stage, the root cause remains unclear. An intermittent lead defect or an ICD malfunction cannot be ruled out. Should additional data or the devices themselves become available, the investigation will be updated accordingly.